Event description:
It was reported that the customer's insulin pump screen froze while giving a bolus. Customer's blood glucose was 139 mg/dl. Customer stated treating with seven units of manual injection after lunch. Customer replaced the battery but the pump was still frozen with no advancement of time. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specifications. No unexpected battery out limit alarms noted. However, the unit was received with intermittent buttons due to corroded keypad traces. No frozen screen was noted. The unit was monitored for 24 hrs and the time did advance properly. The device was received with minor scratched lcd window.